Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right atrial (ra) lead failed to capture due to high capture threshold. The ra lead was not installed and an alternate ra lead was implanted on (B)(6) 2022. The patient's condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead measuring 51.8 cm was returned for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.